Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. A non-conformance review and complaint history review could not be performed due to missing lot number. The sample was received in its inner blister and put into a zip-lock bag. The outer blister or the tyvek lid (which would show the batch information) were not used. The sample shows no macroscopic signs of damage and is returned in an open state. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications, which showed no abnormalities. It was then functionally tested, where the actuation of the instrument was still functioning as expected and without blocking the instrument. However, it was also noticed that the shaft can manually be pushed down and pulled up from the plastic tip, indicating that the bonding connection between the metal shaft and the plastic tip got broken. This confirms the customer¿s complaint. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The root cause of the issue could therefore not be identified conclusively. No root cause for the customer's reported event could be determined since the situation that led to the described issue could not be reconstructed. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during membrane peel pas plana vitrectomy procedure, an ophthalmic forceps shaft was loose and tip would not engage. Forceps was stuck in full open position. Surgery was completed with new forceps on the same day with no patient harm.